Manufacturer narrative:
Per -4208 final report. Additionnal information was requested, such as the devices details, availability of the devices to be returned, clarification on the patient impact/update on the patient. Only partial information was provided. The appropriate device details were provided and the relevant manfuacturing records have been identified and reviewed. All finished parts associated with these records were manufactured to the correct specifications at the time of manufacture. The reported broach was returned. However, without the broach handles the failure mode could not be confirmed. Based on the above, no further investigation can be conducted, and the root cause of the reported event could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distrubutor caused or contributed to this event.

Event description:
Metafix mis broach handle unable to extract broach out of patients femur. Additional extraction set from competitor was used. This extended the surgery time by more than 30 minutes

Manufacturer narrative:
(B)(4) initial report. Additional information was requested, such as the devices details, availability of the devices to be returned, clarification on the patient impact/update on the patient. Once provided, they will be indicated in a supplemental report. If devices are returned, their review will be provided in a supplemental report. Once devices details are provided, the manufacturing records will be reviewed and the conclusion will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix mis broach handle unable to extract broach out of patients femur. Additional extraction set from competitor was used. This extended the surgery time by more than 30 minutes.